Manufacturer narrative:
Evaluation summary - the analysis results found that the el5ml device was received in good visual condition. It was tested for functionality, and it did open and close without any difficulties. When testing the device for functionality, it was noted to be empty and the lockout was fired through. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap chole procedure, the device was being used to clip the cystic artery. The device would not release so they had to convert to open. It is unknown how the device was removed from the artery, or if it had fired any successful clips. The patient is okay.